Manufacturer narrative:
The field service engineer checked all ise mechanisms and replaced all electrodes. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for a total of 21 patient samples tested with ise indirect na, k, ci for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. Refer to the attachment for all patient data. Samples were repeated either on the same analyzer or other analyzers. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The electrodes in use at the time of the event were due to be replaced on (B)(6) 2019, but were not replaced until (B)(6) 2019. The use of expired electrodes can cause discrepant results.